Event description:
It was reported that the port was inserted in 6/05 for treatment of colon cancer. During chemotherapy treatment, catheter began to leak under the skin and pt developed inflammation at insertion site. An x-ray showed leakage of contrast from port diapraghm into subcutaneous tissues surronding port. Pt was treated w/antibiotics and pain meds. Pt was referred to surgeon. In 05, surgeon cut catheter and replaced port only. Port was attached to existing catheter. There were no further pt complications.